Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 19 mg/dl, 202 mg/dl, 177 mg/dl 19 mg/dl and 151 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.